Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "low battery alert" screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. The customer's blood glucose level was 187 mg/dl.